Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted ¿the procedure was prolonged for approximately 1.5 hours due to extensive adhesions consisting of omentum as well as loops of small bowel needing to be taken down.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.